Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6 d4: attempts have been made to gather all product identification information and no further information has been provided. The product was not returned for evaluation; however, a picture was provided and reviewed. Visual examination of the provided picture identified the broach handle. The product etching had worn therefore the product details could not be identified and it did not confirm that the device was broken as reported. As, the device was not returned, further analysis cannot be made. Part and lot identification are necessary for review of device history records, neither were provided. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. The provided picture was not clear on where the fracture occurred. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the broach handle fractured while in use. There is no further information available at the time of this report.